Event description:
As soon as I grasped the post of the device with the designated grasper and with proper technique the post crumbled and nearly detached from the tine portion of the device. The material seemed extremely brittle.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.